Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during procedure 2 needles were damaged. One needle broke inside the patient and pieces had to be removed from inside the pine with difficulty. The patient was required to be converted to an open procedure from a minimally invasive one. A part of the needle was left inside the patient because the surgeon determined that it would cause more harm attempting to retrieve the broken item. The procedure finished successfully. Three needles were used on the case. One broke, one bent and the other worked as intended.

Manufacturer narrative:
Correction: the report source was updated. If information is provided in the future, a supplemental report will be issued.